Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following a successful implant, the impella cp experienced lower than expected flows. Upon troubleshooting the device, it was discovered that a kink had formed on the cannula below the outlet. The pump was replaced to resolve the issue. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Complaint device not returned for investigation. Data logs were reviewed, suction alarms were found with low flows since start of the case. The cause of the low pump flow most likely was the cannula kink due to improper technique. Corrections to the initial MFR report: g1 MDR reporting contact email.